Event description:
It was reported that pump experienced malfunction alarm malf 24 with fault ID 24-0x2219, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged shipment of replacement pump under warranty, confirmed shipping details, and advised that no delivery signature was required; technical support also instructed customer on how to place pump into storage mode, to return problematic pump within 10 days using provided materials, and to program pump settings and reconnect continuous glucose monitor on replacement pump, which customer understood and acknowledged.